Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnect cable assembly has been ordered.

Event description:
The customer reported the system failed to produce fluoroscopy x-ray. No report of pt injury.